Event description:
The implant failed due to poor osseo integration. The implant was placed at #42. One stage surgery. Pt medical history: diabetic. Moderate oral hygiene.

Manufacturer narrative:
According to our investigation , there was no discrepancy on our product. Device eval attached. Section h1 corrected. [See scanned pages].